Event description:
On 05-dec-2025, abbott point of care (apoc) was contacted by a customer reporting a downloader, sn (B)(6) that become hot to touch. The customer states the analyzer had a new battery installed and they see a black line across the display screen. Analyzer has 8.97v and intermittently will show that black line on display screen then unexpectedly power off. The analyzer had other issues but did not become hot to touch. The downloader product is being replaced at no charge and returning for investigation. There are no injuries associated with this event. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 05-mar-2026. The customer reported that an I-stat 1 analyzer, equipped with a rechargeable battery, was warm to the touch while docked in downloader recharger (drc) s/n (B)(6). The rechargeable battery was noted to be very hot. The drc was also found to have a cracked casing around the third recharge pin. The reported warm or hot to touch condition could not be replicated, and no cracked casing was identified during inspection. The failure of components q1 and d14 on the main board of drc s/n (B)(6) likely contributed to the analyzer and its rechargeable battery becoming warm or hot to the touch while docked at the customer site. A deficiency has been identified. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No corrective or preventive action is required at this time.